Event description:
Report one of two received of a tubing "rupture" during use with a power injector. No specific patient information was provided. It was reported that there was a tubing rupture during high powered contrast injection for an unspecified radiology study. It was reported that there was a small amount of blood loss which was less than 10cc, and the patient's IV site had to be changed. There were no reported adverse patient effects. Multiple attempts were made to obtain further clinical information, but no further information was provided.